Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced a driveline infection on (B)(6) 2015. Subsequently, the patient developed bacteremia from an unknown source in (B)(6) 2016. Additional information was requested, but was not provided.

Event description:
Additional information: it was reported that driveline culture on (B)(6) 2017 was positive for extremely resistant strain of pseudomonas. The patient was treated with ceftazidime. The ongoing infection developed into bacteremia which was also treated with ceftazidime.